Manufacturer narrative:
Bd received samples from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint. A review of the manufacturing records was completed for the incident lot and no issues were identified. (B)(6).

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had hemolysis problems. No serious injury or medical intervention.